Manufacturer narrative:
Investigation summary: the reported issue of an over infusion of propofol was not able to be confirmed or replicated during the investigation. Only the suspect pump module event log was available for review after the receiving of the device. The associated pcu, its logs and the data set were requested; however, they were not provided by the facility. The pump module event log only has limited information such as the infusion rate, volume to be infused (vtbi), door open and other associated pump module specific alarms. The drug programming selection cannot be ascertained from a pump module event log, therefore, the infusion of propofol was not able to be identified. The date and time of the incident were requested but were not provided by the facility. The last recorded usage of the suspect pump module was recorded to have been on the date 07nov2023 between the time of 12:01 am and 3:05 am. The pump module had completed two programmed secondary infusions at the rate of 100ml/h and with the volume to be infused (vtbi) at 90ml and 100ml respectively. The suspect pump module had completed the primary infusion at the time of 2:42 am with a new primary infusion started at 2:45 am, and with a new rate at 100ml/h and the vtbi at 25ml. The suspect pump module had completed the primary infusion at the time of 3:00 am and the pump module was manually turned off at the time of 3:05 am. The inspection and testing process did not find any existing malfunctions that may have been a contributing factor for the reported incident. The suspect pump module was found to be infusing within specification. Per product labeling, the alaris system user manual (v12.1) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. Root cause: the root cause for the reported issue of an over infusion of propofol was not able to be identified during the investigation from a review of the suspect pump module event log or from the device testing process. The suspect pump module was found to be infusing within specification. Note that imdrf annex a0401, a0404, a1801, g04037, g0301201, g02014. C07, c070606, c0601, d01, d02 codes reported in follow-up # 1 manufacturer report # 2016493-2024-16690 represents other failures observed on the device but unrelated to the reported issue.

Event description:
It was reported that an "intubated" patient admitted to the intensive care unit was noted to have oxygen desaturation and hypotension. The patient was "suctioned" and had "no gag response." The propofol and precedex sedation infusions were then stopped, another rn was brought to room for assistance, and the provider was called. During evaluation, it was noted that "a brand-new bottle of IV propofol" was found "empty." The tubing and new bottle had been reportedly hung approximately 30 minutes prior to this event running at a rate of 25mcg/kg/min (patient's weight was 95kg). The pump programming was reviewed with a second nurse and reportedly evaluated to be correct. Per report, the patient recovered after a fluid bolus and increase in levophed. The tubing was reportedly discarded. Although requested, the customer has not returned the devices to the manufacturer for investigation.

Event description:
It was reported that an "intubated" patient admitted to the intensive care unit was noted to have oxygen desaturation and hypotension. The patient was "suctioned" and had "no gag response." The propofol and precedex sedation infusions were then stopped, another rn was brought to room for assistance, and the provider was called. During evaluation, it was noted that "a brand-new bottle of IV propofol" was found "empty." The tubing and new bottle had been reportedly hung approximately 30 minutes prior to this event running at a rate of 25mcg/kg/min (patient's weight was 95kg). The pump programming was reviewed with a second nurse and reportedly evaluated to be correct. Per report, the patient recovered after a fluid bolus and increase in levophed. The tubing was reportedly discarded. Although requested, the customer has not returned the devices to the manufacturer for investigation.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an "intubated" patient admitted to the intensive care unit was noted to have oxygen desaturation and hypotension. The patient was "suctioned" and had "no gag response." The propofol and precedex sedation infusions were then stopped, another rn was brought to room for assistance, and the provider was called. During evaluation, it was noted that "a brand-new bottle of IV propofol" was found "empty." The tubing and new bottle had been reportedly hung approximately 30 minutes prior to this event running at a rate of 25mcg/kg/min (patient's weight was 95kg). The pump programming was reviewed with a second nurse and reportedly evaluated to be correct. Per report, the patient recovered after a fluid bolus and increase in levophed. The tubing was reportedly discarded. Although requested, the customer has not returned the devices to the manufacturer for investigation.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.